Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no low alarm on the dexcom receiver and an adverse event. The patient stated they had a hypoglycemic event and fainted. It was indicated that the patient had not received the low alarm. The patient's mother injected the patient with glucagon and called for an ambulance. The patient's mother stated the patient did not have to be taken to the hospital and at the time of contact, the patient was feeling better. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. A communication tool audio test was performed and the tests passed. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. Speaker audio intermittent tests were performed and the tests passed. The speaker resistance was measured and it registered within specification. The reported event of intermittent audio output was not confirmed. The root cause could not be determined.